Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2015 with the following findings: there was evidence of short battery life, battery alarms, and pump reboot events observed in the black box. There were battery compartment cracks observed from the thread area to the case seal and below the grip pad. There was evidence of moisture contamination inside the battery compartment. The pump's current draws were within specifications. A battery life issue was not duplicated during the investigation. Unrelated to the initial allegation, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.